Event description:
Pt called in 2002 alleging that their surestep meter would not power on. Pt was unable to test blood glucose. Pt reported feeling symptoms of headache, weak and dizziness. No treatment was reported. Issue was not resolved with troubleshooting. No serious injury or adverse event was reported. No further info was provided.